Event description:
Patient complained of squeaking. Doctor removed a psl cup, ceramic liner and ceramic head and replaced with a tritanium cup, ceramic liner and head.

Manufacturer narrative:
An event regarding audible noise involving a trident liner (pr 656888) and an unknown ceramic head was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient complained of squeaking. Doctor removed a psl cup, ceramic liner and ceramic head and replaced with a tritanium cup, ceramic liner and head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown psl 54mm cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.